Event description:
A journal article was reviewed which contained information regarding this device and lead model. Multiple patients with multiple adverse events and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique device or lead/serial numbers. The article included the following adverse events: deaths, infections, hematomas, cardiac arrest, cardiac perforation, cardiac valve injury, hemothorax, myocardial infarction, pericardial tamponade, pneumothorax, transient ischemic attack or stroke, coronary venous dissection, peripheral embolus and peripheral nerve damage. The article also included the following failure modes: lead dislodgements, faulty connector/headers, device relocation, malfunction, and set screw problems. The status of the devices and leads are unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The exact date of death is not known and is estimated based on the print publication date. A request for additional information has been sent to the author and not received yet. If additional information is received a supplemental report will be submitted. Referenced article: in-hospital complications associated with reoperations of implantable cardioverter defibrillators. American journal of cardiology. 2014;114(3):419-426. (B)(4).